Manufacturer narrative:
H10: h2, h6. The device intended to be used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. A review of the instructions for use found: - do not load the suture into the implant prior to insertion into bone. - ensure that the suture does not wrap around the inserter while screwing the implant into bone. - do not cross suture limbs inferior to the inserter shaft prior to inserting into suture eyelet. - do not over tension the suture. - do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. - do not use the inserter to probe the tissue or bone as damage may occur to the implant or instrument resulting in potential patient injury. - use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) excessive torque. (2) activation knob in wrong position during deployment. (3) incorrect alignment during insertion. (4) inadequate tension distribution applied to cuff. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a rotator cuff repair, the surgeon punched the bone with the correct 5.5mm speedscrew punch and inserted/loaded up the anchor using the correct technique; as he was loading the anchor one of the snares snapped making the anchor unable to be used. Smith and nephew back-up device was used to complete the surgery. No delay was reported.